Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 3000mcg/ml at 330mcg/day via an implantable pump. The other medications the patient was taking at the time of the event were sucrafate and toprazole. The patient¿s medical history included motor vehicle accident 1974, head injury, stroke, myocardial infarction, pulmonary emphysema, gastroesophageal reflux disease. It was reported that during the pump replacement, no retrograde flow of csf (cerebral spinal fluid) from catheter. The patient had not experienced signs or symptoms related to the issue. The environmental, external or patient factors that may have led or contributed to the issue was tissue growth into catheter access port. Upon disconnecting existing catheter from pump, no spontaneous retrograde flow csf (cerebral spinal fluid). Patient tissue noted to be inside catheter access port. The physician used a sterile tweezers to evacuate patient tissue and no spontaneous retrograde csf flow. They cut existing catheter 1 cm above colette connector and spliced on a new segment 8784 catheter. Immediately obtained spontaneous retrograde flow of csf and after attaching to (prophylactic) new replacement pump, obtained easy withdrawal from catheter access port with a 24 gauge non -coring needle. The verified patency of catheter via isovue 200 m contrast injected into catheter access port and visualized plume of contrast in the intrathecal space at catheter tip via fluoroscopy. Per implanting physician, infusion rate remains unchanged from pre-surgical and post-surgical 330 mcg/day. Ptm settings remains unchanged from pre-surgical programming. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
H3: analysis of the returned catheter segment found ¿catheter sutureless connector tear in seal leaks during pressure leak test ing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.